Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon that the nail is broken. Nail was implantation on (B)(6) 2014 and revised on (B)(6) 2014.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. Dimensional examination revealed no deficiency. Function was no longer given due to breakage. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of approx.3 months. The breakage had started with an incipient crack at lateral in the posterior bridge. The crack had progressed evenly through the cross section towards medial and ended in a small residual fracture. The crack in the anterior bridge had most likely started with delay but progressed in the same manner. Although coating had been removed by drilling inside the proximal drill hole it could no longer be determined whether drill marks in the lateral edge had contributed to the origin of the crack. However, overlaying stresses in the area of the incipient crack may have contributed to the start of the crack. The appearance of the bearing points ¿ seized, deformed, worn material ¿ on lag screw and inside the nail¿s drill holes identified significant axial load application. High load application had contributed to seizing on the lag screw. Consequently, high load may have contributed to the origin of an incipient crack at lateral. Referring to available information a more precise statement was not possible from technical point of view. Referring to medical review received x-rays presented an unstable comminuted subtrochanteric femur fracture with extension to the proximal part of the femur shaft having a large medial butterfly fragment and an avulsion of the lesser trochanter resulting in a deficient medial pillar with insufficient bone contact. The lateral end of the gamma lag screw was not placed in the distal main fragment resulting in a deficient lateral pillar. The received x-rays showed a defect medial pillar and a defect lateral pillar as well. With such a poor fracture constellation, the gamma-nail (or a comparable competitive product) was not intended for early and long term full weight bearing. In the surgical protocol from (B)(6) 2014 no weight bearing limitations are mentioned. Currently, no information has been provided on the real postoperative weight bearing of the (B)(6) patient, but the early breakage indicates that weight bearing has not been significantly limited in the given case. Considering the technical findings ¿ seized, deformed, worn material ¿ the conclusion of the medical review appeared to be applicable. The nail broke in a fatigue fracture due to overload. A poor fracture constellation and early high weight bearing had most likely contributed to the origin of the incipient crack. Thus, early implant breakage was rather foreseeable as stated in the literature. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It is reported by the surgeon that the nail is broken. Nail was implantation on (B)(6) 2014 and revised on (B)(6) 2014.